Manufacturer narrative:
Journal article attached: white sh, et al, the twin peg oxford knee ¿ medium term survivorship and surgical principles, knee (2018), https://doi.org/10.1016/j.knee.2018.01.001 the other 2 events that were originally reported under this submission have now been reported under: 3002806535-2018-00435; 3002806535-2018-00436; 3002806535-2018-00437; 3002806535-2018-00438; 3002806535-2018-00439; 3002806535-2018-00440. (B)(4).

Event description:
Original submission was based on information on a journal article "the twin peg oxford knee: 10 year survivorship and surgical principles." By white, sh, et al. (2016) referenced within another journal article. At time of submission, the journal article, "the twin peg oxford knee: 10 year survivorship and surgical principles." By white, sh, et al. (2016), could not be located. New information is available to identify each individual case, therefore more complaints have been initiated and more medwatch submissions completed. This submission was originally to cover 4 revision events due to instability. It is now being updated to cover only 1 revision event due to unexplained pain.

Manufacturer narrative:
(B)(4). Hasan r mohammad, louise strickland, thomas w hamilton & david w murray (2018) long-term outcomes of over 8,000 medial oxford phase 3 unicompartmental knees¿a systematic review, acta orthopaedica, 89:1, 101-107, doi: 10.1080/17453674.2017.1367577 to link to this article: https://doi.org/10.1080/17453674.2017.1367577 (B)(6). Reported event was unable to be confirmed due to limited information received from the customer as the lot numbers of the devices are unknown, DHR reviews could not be performed. Root cause could not be determined. If further information is found that would change or alter any conclusions reached, a supplemental report will be filed accordingly.

Event description:
A journal article entitled "long-term outcomes of over 8,000 medial oxford phase 3 unicompartmental knees¿a systematic review", by mohammad hr, (2017), investigated under (B)(4), was based on a review of 15 other publications. Separate complaints have been raised to investigate journals mentioned in this medical paper. This complaint refers to the study entitled "the twin peg oxford knee: 10 year survivorship and surgical principles." By white, sh, et al. (2016), presented at oxford partial knee 40 year symposium 2016. This journal article could not be located however, the summary of the reported adverse events has been found in the supplemental material within mr mohammad's article. There were reported 3 knee revisions due to unexplained pain.